Event description:
It was reported that during use on a patient the cs300 intra-aortic balloon pump had a blood back incident. The customer called getinge and stated there was blood all throughout the tubing and blood appeared to have gone through the purge valve assembly, and they were looking for blood back parts. The customer was strongly advised to have a getinge trained technician take a look at the iabp unit and determine the parts that would need to be replaced. No patient information or event date was available, and no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Trackwise complaint number (B)(4). This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A getinge field service engineer (fse) evaluated the iabp unit and was able to confirmed the blood contamination. The fse had also found that the unit iabp would also require the pressure reservoir to be replaced. To fix the issue, the fse replaced the purge valve assembly (0104-00-0026), reservoir assembly (0202-00-0127), tubing blood detect (0008-00-0312), assembly crm (0997-00-0986-01), assembly safety disk (0997-00-0985-01), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.